Event description:
This case, reported by the patient's mother, concerns a patient who experienced high blood sugar, fatigue and vomiting. The patient was taking human insulin isophane suspension (humulin n) via the pen injector device (humapen ergo tealopaque) using bd needle and insulin lispro (humalog) via another pen injector device (bd 1.5ml). The device was operated by the patient. It is unknown whether the patient was a trained user. It is unknown how long the patient was using the humapen. Concomitant medications were not provided. The patient receives 8 units in the morning and 8 units at supper of insulin lispro and 42 units in the morning and 22 units in the evening of human insulin isophane suspension. The patient was previously administering both insulins with the bd 1.5ml pen but was later started on the humapen (ms8335) to administer human insulin isophane suspension. In 2000, the patient was admitted to hospital with high blood sugar (60mmol/liter) and flu-like symptoms (fatigue and vomiting). The patient's mother said "patient almost died". The patient's mother stated that doctors were accusing her of not supervising her child, as they did not believe she was monitoring her child's diabetes. The patient was in hospital for two weeks. During the hospital stay, it was discovered that the problem was with technique. The patient was not getting the insulin, as patient was dialing down dose instead of firmly pressing on the injection button. The patient would push on the side of button and thus turn the button rather than push it. This problem was occurring with the human insulin isophane suspension. The patient was only getting the insulin lispro from the bd 1.5ml pen. The patient's mother stated that even the nurses at the hospital did not know how to deliver insulin using this humapen. After discharge, the patient's blood sugar had been reasonably controlled between 4-10mmol/liter. The patient reportedly monitors blood sugars four times daily. The device was not returned to the company for analysis. It is unknown whether the humapen will be returned. This report is cross-referenced to the global products complaints management system (gpcms) database cid101016. Update 24 may 2001: additional information received on 23-may-2001 from the patient's mother. The mother indicated that she could not recall the name of nurses or physicians who treated her child. Unable to follow-up. Case closed.